Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 500 mg/dl, 400 mg/dl and 300-500 mg/dl. The customer reported that they treated high blood glucose level with bolus. The customer did not mention any symptom related to high blood glucose level. The customer reported that the insulin pump had insulin flow block alarm which was not resolved by infusion set change. Troubleshooting was performed and they stated that the insulin exited the tube. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.